Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was charging toooften. They were charging every few days for 1.3 hours average. It was different than before. The patient had not been recently reprogrammed or switched to a new group. The patient recently had the need to increase parameters. It was unknown if the patient had any previous overdischarge events. The hcp did not have a clinician programmer available or patient access. They were going to contact the family to call in to review the recharger stats. They had requested a primary cell be placed for the patient as the patient wasmoving into a memory care facility and recharging was proving to be too much. No symptoms were noted.